Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had a black screen and was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and exhibited a black screen. A field service engineer (fse) found that half height auxiliary drawer 2 was defective, causing the power supply to enter crowbar mode. Fse performed tests and confirmed that drawer controller 2.1 was defective while 2.2 passed the test. Fse replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.